Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) was confirmed but unable to be duplicated. Upon investigation the j1001 pins were contaminated causing an intermittent communication problem and service code 204. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.